Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer reported that the sensor was not showing correct blood glucose due to that they did not give self bolus and blood glucose went high. The insulin pump will not be and sensor will be returned for analysis.